Manufacturer narrative:
(B)(6).

Event description:
It was reported that at start-up, the touch screen of the v60 unit is not working at all. The device was not being used for medical treatment; no further details were provided regarding the event. No patient or user harm was reported. The device was evaluated by the customer and the remote support engineer (rse). It was reported that when turning on the unit, the touchscreen was not functional. It was reported that there were no signs of shock or infiltration. The remote support engineer (rse) recommended replacing the touchscreen. Further information is pending.

Event description:
It was reported that at start-up, the touch screen of the v60 unit is not working at all. The device was not being used for medical treatment; no further details were provided regarding the event. No patient or user harm was reported. The device was evaluated by the customer and the remote support engineer (rse). It was reported that when turning on the unit, the touchscreen was not functional. It was reported that there were no signs of shock or infiltration. The remote support engineer (rse) recommended replacing the touchscreen. Further information is pending.

Manufacturer narrative:
Reporter phone number - (B)(6).

Manufacturer narrative:
Insufficient information is available to determine the resolution of the event. It was recommended to replace the touchscreen; however, it could not be confirmed if the customer replaced the specified part and if it resolved the issue. Multiple good faith efforts (gfe) were performed for further details regarding the event; however, no response was provided. No parts were returned for failure investigation. In the event that parts are returned or if new information is provided, the complaint will be reopened to update the investigation.

Manufacturer narrative:
Patient/user involvement: it is unknown if the device was in patient use when the reported event occurred. No patient or user harm was reported.